Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was first visually inspected, which noted there was blood visible inside of the catheter's balloon and no external damage was noted. Due to visible blood was confirmed, the device was not leak tested or functionally tested on the console. Dissection of the device found an outer balloon leak path. The reported allegation of a blood detection error was confirmed via laboratory analysis. Based on all the available information the cause of the blood ingress was traduced to component failure, due to the breach of the outer balloon material. This kind of defect would allow blood ingress into the catheter and trigger the blood detection error seen in the field.

Event description:
It was reported that during a procedure a crbs polarx fit balloon catheter was selected for use. After completing the left inferior pulmonary vein cooling a "sn (B)(6): the console detected blood in the catheter" error occurred. The catheter was removed from the patient and no external damage was found on it. The procedure was completed successfully after replacing the catheter. No patient complications were reported. The device was returned to boston scientific for laboratory analysis.